Manufacturer narrative:
Patient information was refused to be provided by the site due to legal/confidential reasons. A medtronic representative went to the site to test the equipment. Testing revealed that that the system performed as intended and the computer was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that the site had consistent issues with communication between the pentero and the system. Communication instability of link frequently occurred from a long time ago, and pc was previously replaced. Link failure recurred and continued in the last several months, and the issue was resolved by rebooting each time. It seemed that the z company was changing the parts possibly related to the link of the microscope one by one every time. Calibration was performed again because parts were replaced following the removal of the lens-barrel part. The procedure following the replacement had no issue. After that, link failure occurred frequently. Although all the conceivable parts of the microscope side were replaced up to the previous time, a contact of display failure in visual field was received during the surgery. The issue was not resolved by restarting both sides and reconnecting cable(s). Reproducibility was observed by verification with attendance of the (B)(4) company. After checking the communication using the display calibration of the micro calibration application, display in visual and multi vision recovered when verification was performed again. There was no issue was found even by restarting both sides. Although the issue had been resolved in the same way before the previous replacement of the computer, the computer was replaced because communication failure recurred when turning off the microscope. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Analysis found that the returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. Analysis found that there was no failure found with the cable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that the site had consistent issues with communication between the pentero and the system. Communication instability of link frequently occurred from a long time ago, and pc was previously replaced. Link failure recurred and continued in the last several months, and the issue was resolved by rebooting each time. It seemed that the zeiss company was changing the parts possibly related to the link of the microscope one by one every time. Calibration was performed again because parts were replaced following the removal of the lens-barrel part. The procedure following the replacement had no issue. After that, link failure occurred frequently. Although all the conceivable parts of the microscope side were replaced up to the previous time, a contact of display failure in visual field was received during the surgery. The issue was not resolved by restarting both sides and reconnecting cable(s). Reproducibility was observed by verification with attendance of the zeiss company. After checking the communication using the display calibration of the micro calibration application, dis play in visual and multi vision recovered when verification was performed again. There was no issue was found even by restarting both sides. Although the issue had been resolved in the same way before the previous replacement of the computer, the computer was replaced because communication failure recurred when turning off the microscope. The surgery was completed with navigation and there was no impact on patient outcome.